Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20oct2020.

Event description:
It was reported that the ventilator gave a low pressure alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and performed testing with no issues found. The customer advised that the issue may have possibly been due to the patient set up or patient issues.